Event description:
Reporter alleged that the meter showed signs of melting in the battery compartment. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replaceent product was sent.